Event description:
It was reported that the bd micro-fine¿ plus pen needles 31g x 5mm (100 count) cannula injector broken. The following information was provided by the initial reporter, translated from polish to english: customer complains about product - needle for injector broken; lot no. 2061182 needles for injectors 5 mm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023. H6: investigation summary a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. One open 31g x 5 mm pen needle sample was returned from lot. No. 2061182, cat. No. 320518. Visual examination was carried out on the returned sample and a broken patient end of cannula was observed. No shield was returned, and no manufacturing related issues were observed on the sample. As the sample returned was open it is not possible to determine root cause.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ plus pen needles 31g x 5mm (100 count) cannula injector broken. The following information was provided by the initial reporter, translated from polish to english: customer complains about product - needle for injector broken. Lot no. 2061182 needles for injectors 5 mm.